Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 200 ohms. Boston scientific technical services (ts) discussed that impedance has been stable in the 60s-70s, however one measurement jumped up to 98 ohms. Ts discussed performing pocket manipulation, isometrics and asses about electromagnetic interference (emi) sources. The health care professional (hcp) performed all testing aggressively, however measurements were sold in 60s-70s. Further, the hcp indicated that the patient had been going to a chiropractor in the last 3 weeks. Ts discussed that external emi can cause oor impedance. The hcp indicated to discuss with the physician and will continue to monitor. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.